Manufacturer narrative:
The motor controller (mc) pcba was returned to philips for evaluation. The u105 damage on the mc pcba created the 1127-ovp circuit failed error code.

Manufacturer narrative:
A field service engineer (se) traced the voltage protection alarm to a faulty motor control printed circuit board assembly (mc pcba). The se replaced the mc pcba to resolve the reported issue. The device passed performance verification testing. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service.

Event description:
It was reported to philips that the device had an over voltage protection alarm. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported.